Event description:
Boston scientific received information that this right atrial lead was dislodged a day after implant. This ra lead was repositioned back into the right atrium. Additional information from the field representative indicated that this lead was dislodged again the following day. This ra lead was explanted and was replaced successfully with a passive ra lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a damaged is-1 connector pin, cuttings in the insulation and deformations of the conductor coil which all occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.